Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed and the customer's stated problem was verified. During inspection and testing, the device displayed error code 45520 on the screen display and indicate a problem with keyboard dose key shorted and keypad appeared to be worn and not function properly. Further investigation found that the keypad were defective due to the key being stuck and the cause of the issue. Therefore, the keypad will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave an error code 45520. There was no reported adverse event.